Event description:
A 3.0 mm x 12 mm integrity rapid exchange (rx) stent was successfully implanted to treat a lesion in the proximal rca with 99% stenosis, excessive tortuosity and severe calcification. Following delivery of the stent the balloon of the stent failed to inflate. The contrast fluid flowing through the balloon in the vessel caused a small embolism. The inflation pressure did not rise above 6 atm and an immediate pressure decrease was reported. The integrity stent was successfully post-dilated using a 3.0 mm x 12 mm sprinter legend balloon at 14 atm. No other clinical sequelae were reported. Evaluation summary: the device was returned for evaluation. The balloon had been inflated. Negative preparation confirmed a leak on the device. A small pinhole was located on the distal cone of the balloon. Cine images provided for review confirm the presence of a tight lesion in the proximal to mid rca. This lesion was pre-dilated followed by positioning and deployment of the integrity stent. During balloon inflation for stent deployment, contrast can be seen flowing into the distal rca. An air embolism is also evident which appears to result in an occlusion in the distal vessel. The images show the post dilatation of the integrity stent, followed by the deployment of a second stent overlapping the newly deployed integrity stent. Final images show flow restored to the distal vessel.

Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (target lesion exhibited 99% stenosis, excessive tortuosity and severe calcification). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (target lesion exhibited 99% stenosis, excessive tortuosity and severe calcification). (B)(4).